Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that multiple threads are broken on all three screws. The break surfaces are homogenous and do not show anything which indicates perfect quality of the material. We think that a too high side mechanical stress led to the break of the thread. No material defect is present. A product defect was not determined.

Event description:
It was reported that screws were defective after first use. This is report 2 of 3 for complaint (B)(4).